Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (svc code 204/107) has been confirmed. Upon eval, the monitor's electrode belt interface connector was damaged, preventing secure attachment of an electrode belt. The cause for the damaged connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective connector. The pt was issued a replacement monitor.

Event description:
A (B)(6) male, pt's wife, contacted zoll customer support to report that the pt is receiving svc code 204 and 107. The pt was issued a replacement monitor and electrode belt.